Manufacturer narrative:
The product was returned with the membrane loosely folded and traces of blood on the exterior of the catheter with the one-way valve attached. The sheath was not returned for evaluation. A kink was observed on the catheter tubing approximately 74.2cm from the iab tip. A second kink was observed on the catheter tubing approximately 74.4cm from the iab tip. No cracks or damaged components were observed. The inner lumen was found to be occluded. The occlusion was unable to be cleared. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed, and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because we are unable to mimic the clinical setting. The reported failures leak, blood in tubing & damaged component (crack in iab) cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Event description:
It was reported that while inserting the intra-aortic balloon (iab) through the sheath, a leak occurred and blood was seen in the iab. It was determined that the iab could not be inserted and once removed, it was discovered that there was a crack in the iab. A new iab was inserted to continue therapy without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional reporter name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).